Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the balloon3 had a tear when coming off the endoscope. Tearing resulted in small rim of rubber remaining on the scope which is nearly invisible to the naked eye as natural rubber on silver colored metal. There were no reports of patient harm.

Event description:
The event occurred during preparation of use.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2 (other and country should remain blank) the device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was discarded, and a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: after checking the contents of the instruction manual (drawing number ge5938:bf-uc180f, revision number 31), the following warning was issued. ·store the balloon in a cool environment with low humidity. ·after opening the laminate package, reseal it securely. If the laminate package remains open, the efficacy of the deoxidizer will be reduced. ·the balloon can tear easily, beware of sharp objects. ·do not remove the balloon with equipment such as forceps, needle holder, or hemostat that may scratch the surface of ultrasonic transducer. Doing so could damage the ultrasonic transducer and/or cause the ultrasonic image to be abnormal. ·picking up the balloon with a clean lint-free cloth makes it easier to remove the balloon. Olympus will continue to monitor field performance for this device.